Event description:
The patient experienced a shocking/jolting sensation. "She was shocked, thrown across the room" after pushing the on button on her washer. She now turns her device off before using electrical equipment. She did not see her doctor about this event and her device was working.

Manufacturer narrative:
Continued from concomitant medical products: lead model 3777-75 serial# (B)(4) implanted: (B)(6) 2010 explanted: na. Lead model 3777-75 serial# (B)(4) implanted: (B)(6) 2010 explanted: na. Programmer model 37743 serial# (B)(4).